Event description:
It was reported patient's ipg had reached end of life preventing patient from entering MRI mode. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient passed away on (B)(6) 2025, due to unrelated health issues.